Event description:
Pt being cared for at a home. When tracheostomy care kit was opened by family member, black matter was noted on a gauze dressing in the kit. The home care nurse subsequently opened another kit from the same lot number, and it also contained a gauze with black matter on it. Neither dressing was used on the pt.